Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change the ilet repeatedly displayed an error upon selecting rewind, prompting contact with support and preventing completion of the change; troubleshooting was attempted but the error persisted, and the user transitioned to backup therapy with subcutaneous insulin while a replacement ilet was arranged, consistent with a mechanical problem and consecutive motor stalls. Symptoms included hyperglycemia, with a reported blood glucose of 280 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.